Manufacturer narrative:
The reporting person was a medical technology employee. Contact person phone number: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the handle of the lamp come loose during an operation, causing the splint come off and fell into the surgical field. It was determined that the patient was not harmed. Moreover, based on photographic evidence the paint was damaged on fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the handle of the lamp come loose during an operation, causing the splint come off and fell into the surgical field. It was determined that the patient was not harmed. Moreover, based on photographic evidence the paint was damaged on fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According the information received by getinge, the issue occurred during surgery. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Regarding serializable handle defect, root cause analysis was also performed by subject matter expert at manufacturer¿s. As they stated, the serializable handle fall is due to locking mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).